Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that: event code "16" together with the following associated messaging: "final concentration threshold for ethanol exceeded; processing quality may be compromised - 1 run(s) remaining. Replace least pure ethanol station, bottle 10" was displayed to the user at 04:28am on (B)(6) 2020. At 04:28am on (B)(6) 2020, the "2hr xylene protocol" comprising 11 cassettes was started in retort b. Event code "18" together with the following associated messaging: "cannot run protocol; final concentration threshold for ethanol exceeded. Replace least pure ethanol station, bottle 10." Was displayed to the user at 06:18:20am on (B)(6) 2020 when an attempt was made to schedule a protocol in retort a. Bottle 10 (ethanol) was out of contact with the corresponding sensor for six (6) seconds from 06:19:18am on (B)(6) 2020, which is not sufficient time to replace the reagent; and the station properties were reset at 06:19:27am on (B)(6) 2020, with a user affirming in the instrument software that the reagent concentration was to be set to the default value of 100%. The properties of the reagent in bottle 10 prior to these user actions were: ethanol concentration=79.4%, cycle=64, cassettes= 6549 and days=34. Although the user affirmed that the ethanol concentration in bottle 10 (ethanol) was to be set to the default value of 100% at 06:19:27am on (B)(6) 2020, the actual ethanol concentration would have remained unchanged at 79.4%, because the bottle was not removed from the instrument for sufficient time to replace the reagent in this bottle. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Following the use error at 06:19:27am on (B)(6) 2020, the reagent in bottle 10 (ethanol) with a ethanol concentration below 79.4% was used for the final dehydration step of the "10 hour protocol" comprising 150 cassettes started in retort b at 13: 31pm on (B)(6) 2020, from which sub-optimal tissue processing was reported by the complainant. Although not reported by the complainant, the quality of tissue processing both the "2hr xylene protocol" started in retort a at 06:20am on (B)(6) 2020 and the "2hr xylene protocol" started in retort a at 02:53am on (B)(6) 2020, would also have been adversely impacted because the reagent in bottle 10 (ethanol) was also used for the final dehydration step in each of these protocols. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. The root cause of the sub-optimal tissue processing reported by the complainant was a use error, which occurred at 06:19:27am on (B)(6) 2020. The facts indicate that a user did not complete manual replacement of the reagent in bottle 10 (ethanol) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual when event codes indicating that a protocol could not be run because the final concentration threshold for ethanol had been exceeded, were displayed. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
Leica biosystems received a complaint that tissue samples processed using peloris ii rapid tissue processor serial number (B)(4) were under-processed with no error messages prompted. The following additional information was documented by the local leica representative: "per heather unit ran to completion no err prompted/ tissue under process/ approx 200 routine 10 hrs process time/ prior to running 7/24 to be completed monday/ user changed formalin/ bottle 10 (100% alc) and cleaning solution/ not able to due hydrometer on alcohol/ customer had dumped all alcohol and replenished with absolute alcohol/ they noticed on 100% bottles have green slush in the bottom/ suggested to cleaned with hot water and do a vigorous shake/ she also mentioned that when they dumped the alcohol bottle 10 it was milky/ after replenishing all 100% alc customer will do a test run with already signed out cases". On (B)(6) 2020, the leica applications specialist - core histology (fss) contacted the laboratory by telephone to obtain further information regarding the circumstances involved in this complaint. The fss documented the following information provided by the complainant: the sub-optimal tissue processing reported was derived from one (1) 10hr overnight run comprising 150 cassettes, of which 70 cassettes were re-processed; all reagents in the instrument at the time that sub-optimal tissue processing was identified had been replaced; "milky white" reagent identified in a bottle designated for xylene with the specific bottle number unknown; tissue in cassettes from 2hr runs was not impacted and test run was in progress. On 28 july 2020, the fss visited the laboratory and documented that the wax baths were clean with no visible contaminants; the liquid level sensors and stirrer were "dirty"; the condensate bottle contained approximately 10ml of thickened yellow/green fatty deposit; the reagent bottles were clean and clear with no visible contaminants; the quality of tissue processing from the test run completed on (B)(6) 2020 was satisfactory; and complainant advised that formalin bottle were difficult to remove. The fss inspected the o-rings which appeared to be swollen and advised a leica field service engineer that replacement of the o-rings was required. The fss further documented that the sub-optimal tissue processing reported by the complainant was derived from one (1) "10 hour protocol" comprising 150 cassettes started on (B)(6) 2020 in retort b; and the tissue types processed were "large mixed tissue". The size of the tissue samples was not specified. The fss also scheduled refresher training for laboratory staff in the (B)(6) 2020 timeframe. On 28 july 2020, the leica applications specialist - core histology received information that all cases involved in this event were diagnosable.